Event description:
A pt had an infection. All device system components, except for the lead, were explanted. Details of the infection, in addition to the pt's outcome, were not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).